Manufacturer narrative:
The medium-large clip applier instrument was analyzed, and the reported issue with the medium-large clip applier instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument successfully passed a clip test on 2 of 2 attempts with no issues. The clip remained seated in the jaws for the duration of the test and clipped, then released from the jaws as expected. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the medium-large clip applier instrument would not clip. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.